Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2009 with a bifurcated and an infrarenal aortic extension. Upon follow up, an ultrasound found an unknown endoleak. An angio was shot on the day of repair and looked suspicious for a type 1 endoleak. Physician also noted there was a few mm of distance from the top of the infrarenal aortic extension and the renal arteries. Physician elected to implant a suprarenal cuff to correct the issue. There was no type 3 or 4 noted, however there was a type 2 from an ima present.